Event description:
This pt went into respiratory arrest and then asystole within one minute. Pt was designated "chemical code only." Placed on the monitor initially 3 beats of pulseless electrical activity noted (very slow rate) - no pulse palpated. Monitor showed asystole, but poor reading at one point; appearing to read as ventricular fibrillation (the pcu telemetry system continued to show asystole). After code monitor checked by biomedical and same print out could be illicited. This has happened in the past. When checked, monitor appears to be functioning normally - monitor sent to co for investigation of problem.